Event description:
Philips received a complaint on the patient information center ix indicating the patient's heart rate was 28bpm; however, no red alarm was generated at the central station. It was indicated the hospital units' central stations exhibit different alarm behaviors. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the user was waiting for a red alarm for a heart rate under 40 bpm; however, the settings were different on this ward. A yellow alarm was generated and responded to by staff with no delay in care to the patient. The fse reviewed system alarm entries and the audit log, it was determined that alarms were initially generated (yellow) and that the system had behaved correctly. There was no harm to the patient related to this alarm configuration difference and it did not impact the patient outcome. The fse confirmed the customers device worked correctly at the time of the reported event. Reporting institution phone #(B)(6).